Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping details, and advised that replacement pump would have updated software; customer was instructed to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement device.